Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the tubing of a cleo® 90 infusion set was blocked. The patient's blood glucose levels were 250mg/dl at the time of the event. To address the high blood glucose levels, the patient changed the tubing and administered a manual injection. The patient's blood glucose went down to 93mg/dl. No permanent injury was reported.